Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was hospitalized for shortness of breath. While performing a routine right heart catheterization (rhc) for shortness of breath on (B)(6) 2018, the physician elected to confirm the validity of the sensor readings. The sensor mean was increased by 23.3 mmhg.